Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl and her blood glucose was treated with the insulin pump and manual injections. The mother stated that the customer was vomiting prior to her admission. Troubleshooting was performed. The mother stated that the customer had also possible food poisoning. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The high pressure test was performed and the device alarmed motor error and a no delivery alarm. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage found in force sensor. The insulin pump passed basic occlusion and displacement test. Motor passed motor test. No motor error alarms noted. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Scratched display window and cracked belt clip slot noted.